Event description:
It was reported to philips that the customer was unable to move the c-arm. The device was in clinical use at the time of the reported event. No harm was reported to philips. The field service engineer replaced the amc drive and the system was returned to good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by moving patient to another room. The philips remote service engineer (rse) reviewed the logfiles and confirmed that geo keeps shutting down and c-arm geometry movement was not possible due to it. The philips field service engineer (fse) inspect the system onsite and as a part of troubleshooting fse reloaded system software, but the issue persisted. Upon functional testing, the fse found that amc power supply was failed. To resolve the reported issue the fse replaced the amc and calibrated unit. After the replacement and calibration, the system was returned to use in good working order. The codes were updated based on the investigation outcome.